Manufacturer narrative:
Device evaluation a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 4282793. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
At 16:30 on (B)(6) when preparing to use a prefilled catheter flosser to seal the tube for a patient, the patient opened the package and found that the end of the empty cylinder of the syringe was incomplete, so the patient was immediately given a new prefilled catheter flosser to replace it with, and reported it to the head nurse of the department to report the device adverse event, which did not cause any damage to the patient due to the timely discovery of the hidden danger of the device.